Manufacturer narrative:
Patient identifier: requested, not provided due to hospital policy patient sex: requested, not provided due to hospital policy weight: requested, not provided due to hospital policy ethnicity: requested, not provided due to hospital policy race: requested, not provided due to hospital policy implanted date: device was not implanted explanted date: device was not explanted the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the device/sheath assembly was withdrawn to position the anchor, the suture locked and could not be pulled. When the assembly was being pushed and pulled, the assembly became able to be withdrawn. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved with manual compression only. According to the physician, the event was attributed to the time taken for the hemostasis procedure. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 5 millimeters (mm). The event occurred intra-operative. The estimated blood loss was less than 250cc's. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. No equipment or other devices were used with the involved product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that suture lock up had occurred, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).